Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer used an alternate insulin pump for insulin therapy.